Event description:
The patient reported their omnipod system delivered an unprogrammed bolus. The patient reported they removed the pod, and consumed a gatorade and 2 king size candy bars. Blood glucose levels were reported to be 105 mg/dl. No medical treatment was required related to the alleged event. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The case description mentions that the system gave the user a bolus of 9 units (u) that was not programmed. Inspection of the audit log files confirms delivery of the 9u bolus and shows that the confirm bolus button was pressed in order to deliver the bolus. The engineering logs show that the controller was interacted with to enter the bolus calculator screen and that no carbs or blood glucose value was inputted in order to program the bolus. A user bolus adjusted volume of 9u was seen in the bolus calculations. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. The controller was then found to go through the steps to confirm and start the bolus. This bolus was not canceled by the user and the full 9u were delivered. The bolus was also seen to be within the user's setting for max bolus units. No evidence of an unncommanded bolus was seen in the log files. The returned controller was able to pass all testing and was only found to respond when the screen was touched and interacted with. The history detail within the controller also confirms the delivery of the bolus and inputs used to program it. The controller was paired to an unused pod and was found to not deliver any uncommanded boluses during the investigation. When programmed and initiated, the bolus calculator was able to successfully give a suggestion and deliver a bolus based on carb and bg value inputs. No problems were found with the returned device. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 2.0.2 cloud - operating system 18.5 cloud - hardware iphone14.3 cloud - cgm sensor type g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.